Manufacturer narrative:
A1: patient identifier: (B)(6). New information: b5-b6: new information added h6: patient codes: additional coding added.

Event description:
Respond edge study it was reported that a conduction disturbance occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty(bav) according to the directions for use and subsequent deployment of a 27 mm lotus edge valve into the proper anatomical location. Of note new conduction disturbances were noted post bav. Post procedure event summary: on an unknown date, a permanent pacemaker(ppm) was implanted, post transaortic valve replacement (tavr). The patient was hospitalized in response to the event. At the time of reporting, the outcome of the event remains unknown. It was further reported that: on the same day as the index procedure, post tavr, the patient developed symptomatic bradycardia with up to 3 second pauses. Electrocadiogram(ECG) revealed left bundle branch block with slow atrial fibrillation and idioventricular rhythm (rate of 58 bpm). Telemetry monitoring was recommended for 48 hrs. Of note, the patient developed left bundle branch block post bav. Three days post index procedure a dual chambered non bsc pacemaker was implanted successfully. At the time of reporting the event was considered recovering. Two days later, the patient was discharged home on aspirin.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that a conduction disturbance occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty(bav) according to the directions for use and subsequent deployment of a 27 mm lotus edge valve into the proper anatomical location. Of note new conduction disturbances were noted post bav. Post procedure event summary: on an unknown date, a permanent pacemaker(ppm) was implanted, post transaortic valve replacement (tavr). The patient was hospitalized in response to the event. At the time of reporting, the outcome of the event remains unknown.